Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected endocarditis. It was further reported that infection of the device system was confirmed. The device system was explanted, and it was not replaced since the patient is not pacemaker dependent. No further patient complications have been reported as a result of this event.